Event description:
During the procedure (CABG + mitral valve replacement), when the distal anastomosis of the vein graft was being performed, the second assistant suddenly perceived a piece of metal in the pericardial sac. Till then, there was no problem with the use of the needle holder, with locking and unlocking of the instrument. In the beginning, reporter did not suspect the needle holder to be broken up, the piece we found was small and non-characteristic. On the other hand, reporter could not find the instrument which got damaged. After a few moments when the operator insert the needle into the coronary artery and wanted to unlock the needle holder, the lock suddenly got blocked. At that time, reporter realized that this piece found in the operating field came from the ratchet of the needle holder.